Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional product code: kwq, nkg complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sddrive screwdriver shaft t8 105mm was found in the photo provided the tip of the device stripped. The observed condition was consistent as an end of life indicator for the device. No other issues were identified. After a visual inspection per guidance provided in windchill document #0000277191, it was determined that the reusable instrument device was sddrive screwdriver shaft t8 105mm from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed was found in the photo provided the tip of the device stripped of the sddrive screwdriver shaft t8 105mm would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part #: 314.467 synthes lot #: h503001 supplier lot #: n/a release to warehouse date: 03 april 2018 manufactured by: monument supplier: n/a no ncr's generated during production.

Event description:
Device report from synthes reports an event in the USA as follows: it was reported that on (B)(6) 2022, surgeon rounded off the t8 screwdriver removing screws from plate. There was no surgical delay. Procedure was completed successfully. Patient outcome was unknown. This complaint involves one(1) device sddrive screwdriver shaft t8 105mm. This is report 1 of 1 for complaint (B)(4).